Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing had broken at the connection as it got detached at the quick release and this was noticed after the patient got up and experienced high blood glucose levels. The site location was the patient's right abdominal muscle and the pump was located on the right abdominal area. The infusion was being used for two and a half days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.